Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post-implant, decreased r-waves, loss of capture, and high pacing impedance were noted. Patient was asymptomatic. The following day, patient was experiencing phrenic nerve stimulation. Perforation was observed. The lead was repositioned successfully.